Event description:
During a peripheral stenting treatment procedure, the distal shaft of the biliary wallstent monorail delivery system fractured inside of the patient's body. The stent had been successfully deployed in the internal carotid artery. The physician thought that the dellivery device had became stuck on the stent, thus causing the event. The procedure was successfully cocmpleted without patient complications. The patient condition is reported to be 'fine.'